Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult to remove and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was attempted, but difficult. The clip was inverted and the delivery catheter (dc) handle was pulled to retract the clip; however, the clip became stuck in the chordae. Trouble shooting was performed and the clip was freed, and then deployed, reducing mr. A chordal rupture and a leaflet tear were observed. There was remaining mr in the medial segment and a second clip was deployed to further reduce mr which also treated the leaflet tear. Two clips were implanted, reducing mr to less than 1. There was no clinically significant delay in the procedure. No additional information was provided.